Event description:
Reporter indicated a vns pt was having increased seizures possibly due to the generator nearing end of service. A generator battery estimate revealed 0.86 years remaining. Attempts for more info are in progress.